Event description:
Related manufacturer reference number: 1627487-2022-01016, and 3006705815-2022-00909. It was reported that the patient was experiencing shocking at the ipg site. Programming was attempted without success. As a result, surgical intervention occurred on (B)(6) 2022 and the system was explanted and replaced, resolving the issue.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.